Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent ventricular pacing inhibition due to post paced t-wave oversensing was observed. The patient condition was good after programming changes were made.